Event description:
A peritoneal dialysis pt stated that the cassette had a small hole and there was fluid inside the cassette door. There is no report of pt injury. There is no sample available for eval.

Manufacturer narrative:
No sample was returned for eval, therefore, the complaint is deemed as unconfirmed. No CAPA required, will monitor through trending programs and escalate as required by complaint mgmt and CAPA process.